Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements. This patient subsequently experienced ventricular fibrillation (vf), but the arrhythmia was unable to be converted resulting in hospitalization. The physician decided to deactivate therapy. This device remains in service. No additional adverse patient effects were reported.